Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when the needle plunger was retracted, the sutures broke. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.